Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is a use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted global technical services (gts) reporting a system error 2240 (air in set) that appeared on the home choice (hc) during drain 2. The technical service representative (tsr) discovered that the home patient (hp) left a clamp open on an unused supply line. The tsr assisted the hp to end the therapy. The tsr was attempting to help the hp on how to use manuals and the call disconnected. The hp could not be recontacted. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.